Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal fentanyl 270mg/ml at 102.32mg/day, hydromorphone 10mg/ml at 3.789mg/day, clonidine 0.8mg/ml at 0.303mg/day, and bupivacaine 3.36mg/ml at 1.2505mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that there was a motor stall on (B)(6) 2015 at 21:32 with recovery the same day at 22:55. It was reported that the patient was in the shower when it occurred, and the patient experienced nausea. Reported that no magnetic fields were around the pump. It was reported that two more unverified alarms occurred at 10:48 and 11:08 this morning ((B)(6) 2015). Additional information received that additional motor stalls with recoveries occurred on (B)(6) 2015: 10:40 with recovery at 11:11, 14:55 with recovery 18:30, and stall at 19:28 with no recovery. The pump was replaced on (B)(6) 2015, and a new section of catheter was used. The issue was noted to be resolved. After the replacement the patient reported to the manufacturing representative that she felt good and her pain was gone. The patient status at the time of this report was "alive- no injury." The cause for the motor stall was unknown. The reason that a new section of catheter was used, and troubleshooting and cause for potential catheter issue remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
Analysis has been completed. Long term testing of the pump found over-infusion with an undetermined root cause. A feedthrough anomaly was found during destructive analysis; an electrical shorting across an insulator was identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: conclusion code and method code no longer applicable.

Manufacturer narrative:
Analysis of the pump revealed overinfusion-undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.